Manufacturer narrative:
After performing unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer. A cause of the reported issue could not be determined.

Event description:
A third-party service agent contacted physio-control to report that their customer's device gave an 'abnormal energy delivery' message. In this state, wrong defibrillation therapy may be delivered. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control performed an initial evaluation on the customer's device and was unable to verify the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56

Event description:
A third-party service agent contacted physio-control to report that their customer's device gave an 'abnormal energy delivery' message. In this state, wrong defibrillation therapy may be delivered. There was no patient use associated with the reported event.